Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot expose sometimes. Upon inspection fse found the issue with x ray tube. Customer was advised to replaced the tube to rectify the issue. No subsequent calls have been logged in philips for this device/issue, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to perform fluoroscopy due to a high pressure fault. The device was in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and determined the x-ray tube was defective. After replacing the x-raytube, the device was returned to expected functionality.